Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Manufacture date - unknown.

Event description:
It was reported that a surgeon specific instrument (ssi) curved juggerknot long guide straightened out during a surgery on an unknown date. New holes needed to be drilled in order to complete the procedure. The procedure was delayed by approximately ten minutes.